Event description:
The customer reported via phone call that customer had experienced high blood glucose. Customer's blood glucose was 408 mg/dl. Customer stated that they were getting insulin flow block alarm during bolus delivery. The insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.